Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered to address bg. The infusion set was changed to resolve the issue and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.